Manufacturer narrative:
Device stopped working in the middle of surgical procedure with patient under anaesthesia with consequent treatment postponement. We are waiting for additional information from the distributor to investigate the root cause.

Event description:
Device stopped working in the middle of surgical procedure with patient under anaesthesia with consequent treatment postponement.